Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Several motor stalls and motor stall recoveries recorded in the event logs were reported. The logs showed 3 motor stalls and 2 recoveries on (B)(6) 2013 and final recovery occurred on (B)(6) 2013. It was confirmed the patient did not have an MRI on (B)(6) 2013. The logs also showed a low reservoir alarm on (B)(6) 2013 and empty reservoir alarm as the patient missed their refill date. The pump was refilled on (B)(6) 2013 but was still alarming. This was expected since final stall did not recover until (B)(6) 2013. The patient did report some intermittent pain/momentary pain within that timeframe. No withdrawal symptoms were reported. The pump was used to deliver bupivacaine and morphine. Additional information later reported the cause of the motor stalls were unknown at this point. The hcp decided to replace the pump. The patient had experienced a little increase in pain. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported device troubleshooting included pump stopped and restarted, restart command 9/30/13. The patient was noted as doing "good". New pump "installed" (B)(6) 2013. It was also noted the pump was used to deliver bupivacaine.

Manufacturer narrative:
(B)(4)